Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving no delivery alarms and stated that the insulin pump was suspended. Customer stated that he was going to treat high blood glucose readings and declined any troubleshooting. Customer's blood glucose reading at the time of the call was 330 mg/dl. No further information reported.